Event description:
During a bilateral laparoscopic hernia procedure a component disengaged from the device into the pt's cavity and the instrument would not fire. The surgeon was unable to locate the component. Another instrument was applied to complete the procedure.